Event description:
The representative reported that during pump refill and interrogation, the physician saw a motor stall message. The patient had not had a recent MRI. The representative did not know if a subsequent motor stall recovery message was listed in the product therapy log. Additional information has been requested by the manufacturer.

Manufacturer narrative:
.